Event description:
The customer reported via pone call that they experienced high blood glucose. Customer¿s blood glucose reading at the time of the incident was 445 mg/dl. Customer was not using the insulin pump system within 48 hours of reported high blood glucose event. It was unknown whether customer used auto mode. Troubleshooting was performed. No further customer complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.